Event description:
The customer reported to olympus, there was leaking from the control panel on the evis duodenovideoscope. During the inspection of the returned device, foreign material was found on the forceps elevator. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered that the forceps elevator had foreign material and the deformation of elevator control lever the water tightness was lost. Additionally, the objective lens was cracked, and the adhesive detached on the black covering of the bending section. Furthermore, the connecting tube, the grip, the s ¿ cover, s ¿ cylinder, s ¿ connector, el connector, switch and the ch tube was distressed. Also, the angle wires were stretched. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inadequate reprocessing by the user. The instructions for use (IFU) (reprocessing manual) states regarding brushing method around forceps elevator as follows: "3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet" moreover, the IFU (reprocessing manual) states as follows: "3.3 precleaning: if the endoscope is not immediately precleaned, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope." From above, it was therefore presumed that the suggested event could have been prevented. Olympus will continue to monitor field performance for this device.